Event description:
It was reported that during a clinic visit, the pulse generator exhibited noise on the right ventricular channel which caused pacing inhibition. The patient experienced an episode of asystole and dizziness as a result of the oversensing. The device was reprogrammed and the patient was fine.

Manufacturer narrative:
UDI (di): 05414734502788.